Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that when the vela ventilator was powered on vent inop , motor fault, low ve and xdcr fault alarms were generated. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: the reported complaint was unable to be confirmed or duplicated. The suspect device/component passed all testing and met all specifications.